Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d342 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #1: air detected and pto leak. No trends were detected for these complaint categories. No corrective and preventive actions were initiated for complaint categories, alarm #1: air detected and pto leak. This assessment is based on information available at the time of the investigation. The analysis of the kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report an alarm #1: air detected alarm at approximately 65ml of whole blood processed. The customer stated that she can see an air bubble in the return line. Upon further inspection the customer also found air in the saline line. The customer was advised to abort the patient treatment and start over with a new kit. As the customer was aborting the treatment, she noticed fluid leaking from the pump tubing organizer. There was also fluid on the floor below the load cell hooks. The customer aborted the procedure and will start over with a new kit. The customer stated that the patient was in stable condition. Service was not requested at this time. The kit and smart card were returned for investigation.